Event description:
It was intended to use a 2.50 x 30mm endeavor resolute drug eluting stent to treat a lesion with 100% stenosis in the lcx. The device was inspected prior to use with no issues noted and the lesion was pre-dilated with a 2.75 x 15mm sprinter balloon. It was reported that during attempted positioning the endeavor stent could no cross the lesion and the delivery system became kinked. Resistance was noted but excessive force was not used. The physician used a 2.5 x 18mm endeavor resolute device to complete the procedure. No patient complications were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for analysis. There were no kinks visible along the catheter. A number of struts on the 4th, 19th and 20th distal segments were partially raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Results: stent deformation. Lesion morphology - 100% stenosis. Stent. Conclusions: stent deformation. Lesion morphology - 100% stenosis. (B)(4).